Event description:
The customer reported a reoccurring pads ECG equipment malfunction.

Manufacturer narrative:
(B)(4). The customer reported a reoccurring pads ECG equipment malfunction. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.